Manufacturer narrative:
(B)(4)

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.